Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called to report that he could not squeeze his pump because it is very hard. Patient services specialist gave him trouble shooting tips to include burp and anti-stiction and he will contact if he has further questions or concerns.